Event description:
The customer reported that there was a cine disk not available error message during boot up. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no pt injury reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine drive. The sys operates as intended.